Event description:
Customer claims to have been pierced with the inverness ear piercing system on 07/23/97 at a retail vendor. On 08/01/97 he sought medical treatment for infection at the ear piercing site and was prescribed antibiotics. On 08/12/97 he was admitted to the hospital for intravenous antibiotic and was released on 08/19/97.